Manufacturer narrative:
P-cap, reservoir locks properly into place. Pump received error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error alarm at rewind. Unit received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked keypad overlay and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.